Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed open blisters under the electrodes. The blisters had reportedly taken the shape of the electrodes. The patient's doctor suggested that the patient get a new electrode belt and to contact zoll for further recommendations. The blisters had initially healed but the irritation came back after the patient started wearing the device again. Follow-up indicated that the patient's skin irritation was doing better after applying unscented water-based lotion.